Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced diabetic ketoacidosis (dka), and was subsequently hospitalized, with an unknown cause. Blood glucose value not provided. Reportedly, the customer does not believe the pump or supplies contributed to the dka and hospitalization, however the customer declined to provide additional information regarding the issue.